Manufacturer narrative:
Customer has reported this event to the national medical products administration (nmpa), china. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the teflon pad was damaged and fallen off from the tip. No crack was found on the probe of the grasping part. A short circuit alarm occurred during output. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the device teflon pad suddenly detached and fell off. No piece fell into the patient body. The device could not be used. The procedure was completed with another similar new device. There is no harm or adverse impact to the patient.

Event description:
The customer provided additional information: the procedure was a radical resection for colorectal cancer. It occurred at the beginning of the procedure. The settings were cut1; coagulation 3. There was no delay in the procedure. The patient did not need to be given additional anesthesia. Device used in conjunction at the time of the event: usg-400 (sn: b)(6)). There was no error message or alarm received. The device was inspected prior to use and no abnormalities were noted.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b5, d10, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1.the tissue pad was worn and partly peeled off because the gripper was closed and ultrasonic waves were output when nothing was gripped between the gripper and the tip of the probe (including after the tissue had been cut). 2. The tissue pad was cut and part of it fell off due to the load applied to the peeled off tissue pad. 3. Since the tissue pad fell off, the non-insulated part came into contact with the probe. 4.the output was activated in seal & cut mode in state of description stated above. This caused scratches (contact marks) on the distal end of the probe and the grasping section. The scratches indicate that the distal end of the probe was contacting the distal end of the grasping section. This also caused short circuit error. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.